Event description:
Reportedly, this ring was explanted after approximately a 180 months implant duration due to tricuspid regurgitation, server congestive heart failure, left ventricular dysfunction, and chronic arterial fibrillation.